Event description:
It was reported that a volume discrepancy was noted. The actual residual volume in the pump was less than the expected residual volume. The reporter did not provide specific values for volumes. The pump was "dry for a week". No pt symptoms were reported. The pt was concerned about the medications that were put into the pump by the patients new hcp. The hcp combined prialt, fentanyl and bupivicaine.

Manufacturer narrative:
(B) (4).